Manufacturer narrative:
The sample device is indicated as available for evaluation. As of the date of this report, the sample has not yet been returned. If additional information is received, a follow-up report will be provided.

Event description:
R. Leg PICC line drsg soiled at insertion site. Possible leak. Whitish fluid leakage noted.